Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was experience pocket pain. Patient felt the pain in pocket and down leg. Patient had interstim turned off and still reported pain. Patient reported fall prior to the pain. Interrogation of interstim found no impedences. Patient was switched to a new program. Patient was advised to see if the new program helps bladder issue. Patient was advised to see neurologist about pain in leg and pocket. Doctor examined pocket site. Doctor will remove interstim if patient was still experiences pain at follow up visit. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal / pelvic floor.